Manufacturer narrative:
Per gfe response it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
The turbine is broken. Not in clinical use at time of discovery and no reports of patient/user harm or injury.

Manufacturer narrative:
(B)(6).